Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was implanted. Post operatively, the mesh showed no ingrowth although the whole surface of the mesh had contact to the peritoneum. Additional information was requested.

Manufacturer narrative:
The returned mesh shows an explanted mesh. No defects are observed only smaller fractures which were obviously occured during retrieval / explantation. No tissue adherence is visible at the whole implant and no stay sutures are noted. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.